Event description:
It was reported that during a laparascopic cholecystectomy procedure, the clip applier would not open. No patient consequence. Case completed with another device of the same product code.